Event description:
It was reported that the a loose connection was suspected. The lead was removed from the header and reattached with good analyzer readings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 419488 implantable pacing lead (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.